Event description:
Had lasik vision correction surgery and post surgery I immediately developed chronic dry eye disease (was not diagnosed or pre existing). My vision fluctuates each day, chronic headaches, as well as declining vision. I am now back to wearing glasses for reading and my distance vision used to be near perfect and is now poor/blurry. I deal with it because I have to and I am thankful, I can at least see and am not blind but this is a debilitating disease that is unfortunate especially since there is no cure. I am (B)(6) and will be dealing with this and taking prescription drops and on intermittent eye drops for the rest of my life while praying the prescription eye drops continue to be covered by my insurance. For those that suffer chronic dry eye disease my hope is that more research will be done to develop a cure. FDA safety report ID# (B)(4).